Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, and/or excessive, unusual and/or awkward movement and/or activity." Number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions. " this report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2015-04804, 2016-03202 & 03225 & 03230). Product location unknown.

Event description:
Patient underwent a right hip revision procedure approximately two months post-implantation due to dislocation and disassociation of the poly bearing from the head. The ceramic head and hip bearing were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Concomitant medical product - biomet m2a taper adapter catalog#: 139258 lot#: 103700; biomet femoral stem catalog#: 192410 lot#: 347410.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. Medical product - biomet ceramic taper adapter catalog #: 650-1067 lot #: 080270; biomet femoral stem catalog#: 192410, lot #: 347410.